Manufacturer narrative:
Additional information: b5 and h6 the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received notes that an impedance anomaly was observed after the device reached the elective replacement indicator (eri). The impedance measurement then stabilized. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator failed to a shock. A battery performance alert (bpa) advisory, a bpa was received by the clinician. No interventions were made as the patient declined replacement. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. Further information was requested but not received.